Event description:
In 2008, the sales rep reported that during a lumbar surgery, the surgeon tightened the lower screw and proceeded to final lock the top screw. Upon doing so, the lower screw disassembled and the head of the screw came off the shank. The surgeon explanted the rod and screw and implanted a new screw and locked the construct successfully. There was no reported surgical delay or pt injury.

Manufacturer narrative:
The results of the device history record review indicated the part met specification. Visual examination of the returned part shows the screw shaft is separated from the head. Further investigation is pending.